Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became unresponsive to presses. Reportedly, the touchscreen is not responding to presses to the "2" button on the unlock screen. Customer had elevated blood glucose levels (355 mg/dl). Customer delivered injections to stabilize blood glucose levels. It was indicated that the customer has back up injections for continued insulin therapy.